Event description:
Customer alleges discrepant results with meter compared to lab: date: "last week", inratio: 3.7, lab: 5.5. Date: (B)(6) 2011, inratio: 2.7, lab: 3.7. Comparisons done back to back. Patient's target therapeutic range is stated to be "2 something to 3 something". Patient's "eyes are completely bloodshot".

Manufacturer narrative:
Investigation pending.